Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No button error alarm, audio or vibrate anomaly noted during testing . Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime or compromised force sensor system and excessive no delivery test due to buttons not responding.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had beep and vibrate anomaly. The blood glucose was unknown at the time of the incident. Pump is neither beeping nor vibrating currently. Assisted customer in performing a self test. Pump did not vibrate during the vibrate test. Troubleshooting determined that, the insulin pump should be replaced and revert to a back-up plan. The device will be returned for analysis.